Event description:
Customer reported that the button to the right was clamped. This is report 1 of 1 for event #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by technician, it was found that the motor did not function properly due to normal wear. The motor and control unit were replaced and the device was returned to the customer on (B)(4) 2013. Placeholder.